Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient was sitting in a chair, started to feel dizzy, confused and noticed that her cgm value was 2.2 mmol/l; a finger stick bg was not performed. She drank some juice and her husband took her the hospital. Her bg upon arrival to the hospital was 27 mmol/l. She was treated with insulin and post-treatment her bg was 8.6 mmol/l. There was no documentation that the patient was admitted to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.